Event description:
While reporting a transmitter that didn't blink properly when charging, customer stated that he recently had blood glucose levels of 42 mg/dl and 40 mg/dl. Blood glucose level was 84 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.